Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2016. The black box showed a ¿replace cartridge¿ alarm at 21:57 on (B)(6) 2016 and deliveries resumed at 00:33 on (B)(6) 2016. The black box showed a ¿loss of prime¿ warning related to a cartridge change at 19:51 on (B)(6) 2016, followed by a reboot at 19:54. There was one basal delivery made at 20:03 followed by a reboot and deliveries resumed at 20:18. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 270mg/dl with nausea and extreme thirst. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, the reporter stated that the basal history did not match the active basal program. The reporter noted that the patient also had a double ear infection. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a potential basal delivery issue.